Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not alarm when air was present in tubing. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Upon receipt of the device, testing and investigation could not be performed. At power up, the device alarmed with error code 11/004/0028 (lithium battery low). This was due to a printed circuit board. Repairing the device would affect testing results for the reported event; therefore, further testing could not be performed. (B) (4)